Event description:
Customer reportedly stated she had syrup on her hand, had forgotten to wash it off and she obtained blood glucose results of 225mg/dl and 102mg/dl on the compact plus system within 10 minutes. No action taken on device results. No adverse event reported. Requested return of suspect device and replacement was sent.